Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump turned off while the customer was at school and displayed a malfunction. There was no impact on the customer's blood glucose levels. Reportedly, the customer dropped the pump before the issue occurred. A replacement pump was shipped. Customer's contact will call the customer's healthcare provider and get back up shot therapy.